Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm miss readings and medical attention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported after they applied a new pod they were getting a reading 118 mg/dl on the personal diabetes manager (pdm). When they did a finger prick they got a reading of 149 mg/dl. Patent was wearing the pod for 4 to 24 hours on the arm. The patient drank apple juice and consumed some candy. The patient stated they removed the pod and then called the ambulance. The emergency medical technicians (emt) came and did a finger prick on the patient to get an accurate reading. The blood glucose at that time was 98 mg/dl. The patient was monitored for 30 minutes before the emt left.